Event description:
It was reported the defibrillator was registering short interval counts with no over sensing or outside interference. System remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the defibrillator was registering short interval counts with no oversensing or outside interference. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed sensing - interference/noise. Ventricular short interval count v-sic=8.9 counts avg/day, in 201.29 days, between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.